Event description:
It was reported that a pt had a power on reset (por) condition on their neurostimulator. It was noted that the pt was around an electrical storm on friday night. The pt was able to clear the por condition herself and regained her stimulation. It was also noted that she was able to recharge normally. Additionally info has been requested, but was not available as of the date of this report. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).